Event description:
Pt was getting a cardiac catheterization when an attempt was made to close the groin with a percutaneous closure device. However, it maldeployed. A second attempt was made to use a separate device. This also maldeployed and could not be removed. Emergent surgical intervention was done, remove the device and repair femoral artery laceration. Diagnosis or reason for use: ischemic cardiomyopathy with high grade residual circumflex. Event abated after use stopped or dose reduced: yes. Is the product compounded: no. Is the product over-the-counter: no.